Event description:
Patient is a chronic hemodialysis patient. Within 5 minutes into the treatment, the patient experienced chest pain and complained of not feeling well. Treatment was discontinued and patient was sent to the hospital.